Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in the right chest wall via internal jugular vein, the port introducer needle allegedly found to be rusty after opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an introducer needle. The tip of the needle is noted to be rusted. The manufacturing site review states, visual inspection of the single image showed a pink introducer needle on a blue sheet. A closer view at the tip of the needle revealed an irregular appearance: the needle was apparently rusty. No other abnormalities were observed across the sample. Therefore, the investigation is confirmed for the reported corroded needle. However, the investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (patient, device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure in the right chest wall via internal jugular vein using powerport isp MRI. Prior to the procedure, the port introducer needle allegedly found to be rusty after opening the package. The procedure was completed using another device. There was no patient contact.